Manufacturer narrative:
Additional manufacturer narrative: there are many factors that could result in the failure of a bioprosthetic a valve, the most common of which is regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. The device was not returned to edwards for analysis because it remains implanted after a valve-in-valve procedure. Therefore, the root cause for the insufficiency cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 19mm aortic pericardial valve was disabled in a valve-in-valve procedure due to moderate to severe aortic insufficiency after an implant duration of approximately seventeen (17) years and ten (10) days. A model 9600tfx 20mm transcatheter valve was implanted and the patient outcome was reported as "well." No other information has been made available.

Manufacturer narrative:
Additional manufacturer narrative: edwards received additional information through follow up with the healthcare provider that the reason for the valve in valve procedure due to critical aortic valve stenosis and significant prosthetic valve aortic insufficiency. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis.

Event description:
Edwards received additional information through follow up with the healthcare provider. Per medical records, the reason for the valve in valve procedure due to critical aortic valve stenosis and significant prosthetic valve aortic insufficiency. The procedure was successful and the patient was discharged on postoperative day six (6).